Event description:
The implant card was received which confirmed the date of generator replacement surgery as (B)(6) 2012. The reason for replacement was reported due to the patient complaining of shocking sensation with near end of service = no. Product analysis for the generator was completed and approved on (B)(4) 2012. The pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the generator.

Event description:
It was reported on (B)(6) 2012 that a vns pt was scheduled for generator replacement surgery for an unk reason. A call was received on (B)(6) 2012, the date of surgery, for an rga request. The caller reported the reason for the surgery was that the pt felt a "funny sensation like the generator was physically moving." The generator was reported to not be at end of svc. However, the surgeon stated that the generator was not moving around and was still secure via the suture. The return product form was received on (B)(6) 2012 which indicated the reason for replacement due to pt complaints of discomfort and feeling like the device was moving. F/u with the pt's neurologist revealed that the pt started feeling sensation that the generator was moving on (B)(6) 2012. The physician also states that the discomfort is not associated with stimulation, but that is associated with the pt's shoulder position. It is also reported that there were no changes in the onset of the discomfort and that the relationship of the pt's discomfort to vns is unk. The generator was received on (B)(6) 2012, but product analysis has not been completed to date.